Manufacturer narrative:
B5: it was reported that the pump battery could not be charged and shut off unexpectedly. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy. A replacement pump was sent to the customer. D9 b5: it was reported that the pump battery could not be charged and shut off unexpectedly. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy. A replacement pump was sent to the customer. D9.

Event description:
It was reported that the pump battery could not be charged and shut off unexpectedly. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy. A replacement pump was sent to the customer.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was xx mg/dl. The customer reverted to an alternate method of insulin therapy.